Event description:
A caller reported that their pump screen was dark and unresponsive, and the quick bolus button was difficult to press, requiring multiple attempts to activate the screen. Technical support instructed the caller to try pressing the button firmly with support, and to plug the pump into a power source, after which the screen turned on. However, the customer could not access pump features without the power source, there was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.